Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported issue. The ventilator passed self-testing.

Event description:
It was reported that during patient use the ventilator's compressor was inoperable. The patient was removed from the ventilator and transferred to a second ventilator. There was no harm to the patient as a result of the event.